Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no investigations found, which were considered relevant to this investigation. The root cause of the reported event is attributed to nonconforming footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the ophthalmic system and a footswitch were used for surgery. During the irrigation and aspiration step of the surgery the system message was displayed and footswitch would no longer responding. The surgeon was unable to select the necessary functions needed to finish procedure. The patient experienced an unspecified adverse event and patient being required to return to second surgery to stabilize lens. The details of the procedure was not reported. Additional information has been requested and none received till date. This report pertains to ophthalmic system involved in these reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stated that the scheduled surgery was right cataract operation with vivity toric implant. The patient experienced lot of discomfort as he was a high myope and intraocular pressure fluctuations were observed. The wound needs to be enlarged as the lens was unstable. The patient will be taken to theatre multiple times to rotate his lens in the upcoming weeks. The surgery was completed with manual aspiration of cortex and then visco removal.

Manufacturer narrative:
Additional information is provided in sections b.1, b.5, h.6 and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.